Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed code 1005 indicative of open circuit condition. The field representative confirmed that shock delivery was successful and impedances have been stable in 40-50 ohms and no noise was observed. Boston scientific technical services (ts) suggested considering a save to disk and have it evaluated. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. This ICD remains in service. No adverse patient effects were reported.